Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the station had no power. A field service engineer unplugged everything from the power supply and powered on, but the fan did not turn. Then, they replaced the power supply, and power was restored to the machine. During testing, the power kept shutting off when accessing drawer 4. The field service engineer troubleshot the issue and replaced pyxibus cable, both boards on drawer 4, retractor band, solenoid but the issue still persisted. Then the service engineer replaced the power supply to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a station without power. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.